Event description:
It was reported that the patient went to the emergency room with syncope/near syncope. An interrogation of their device showed 71 at/af (atrial tachycardia/atrial fibrillation) device defined episodes. Early/false termination of recorded at/af episodes per device diagnostics due to intermittent atrial under sensing of the competitor right atrial (ra) lead. Time in at/af = 100%. Device properly mode switched at time of interrogation. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. The ra lead remains in use. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).